Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that per the physician, the patient was seen at an outside hospital with flank and chest pain. A non-con CT revealed a ruptured aaa. The patient was then transferred to another hospital and the CT surgeon that originally implanted the aneurx aaa device approximately five years ago opened the patient¿s abdomen and explanted the bifurcation stent graft and repaired the aorta surgically. The physician stated that this patient had adhered to follow-up evar protocol and that the aaa sac had decreased in size from 6 cm to 4 cm. The CT at rupture showed the bifurcated device had migrated distally by 1.9 cm and a proximal type I endoleak was present due to disease progression. The intervention was completed successfully; however, the patient had a retroperitoneal hematoma from the rupture. The patient was transferred out of ICU to a step down unit with some bowel issues; however, recovering well. No additional clinical sequelae was reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration, retroperitoneal hematoma, rupture), patient¿s condition affected effectiveness of device (disease progression; neck dilatation), lack of information (cause is unknown); evaluation, conclusion: inherent risk of a procedure (endoleak, migration, retroperitoneal hematoma, rupture), device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation), lack of information (cause of is unknown).